Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately seven weeks post implant the right atrial (ra) lead had dislodged. The lead was hanging in the inferior vena cava. The ra lead was repositioned into the right atrium successfully. The ra lead remains in use. No patient complications have been reported as a result of this event.